Event description:
A (B)(6) female pt called zoll customer support to report that the response buttons were not activating her monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(6) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button flex cable was disconnected. The root cause for the disconnected response button cable could not be positively identified. No adverse event resulted from the disconnected rear response button flex cable. The pt received a replacement monitor.